Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomena were not duplicated. In addition, it was reported that the hospital was on fire, so the device was burnt seriously, and many parts were replaced in the repair. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for an unspecified diagnostic procedure using the subject device (patient was not under anesthesia), it was found that the cooling fan of the subject device malfunctioned, and the front panel display of the subject device flickered. The user replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.